Event description:
The patient reported on (B)(6) 2014 that she received assistance from her doctor or company representative and her concerns were resolved. An appointment date of (B)(6) 2014 was noted.

Manufacturer narrative:
Concomitant product: product ID 3778-45, serial # v897166019, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
A week later the patient¿s health care provider (hcp) reported that the cause of the event was lead migration, possible impedances. It was unknown if there were abnormal impedances because no telemetry was available. It was further stated that the patient had reprogramming on (B)(6) 2014, four electrodes were found to be non-functioning. They were able to program around this to get good coverage. Then the patient had a fluoroscopy on (B)(6) 2014, possible lead migration. On (B)(6) 2014 the patient had the implantable neurostimulator (ins) and leads replaced. It was noted hospitalization was not required.

Manufacturer narrative:
Product ID 3550-39, lot# n318297, implanted: 2012 (B)(6); product type accessory product ID 3 55531, lot# n317858, implanted: 2012 (B)(6); product type screening device product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
The stimulation was acting up since last friday. The patient could only feel stimulation if she puts her hand on the lead wire in the back. Every once in a while, the patient would feel a jolt when she sat. The patient charged her implant yesterday and she could not get the implant to do anything. Adjusting stimulation with the patient programmer (pp) was possible. The patient started to do yoga during the last week of (B)(6) and started ¿aggressive yoga the other day¿, this was when the symptoms occurred. Additional information has been requested.